Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (300s mg/dl) in the morning on the third day after the cartridge use and a correction bolus via the pump was delivered to address the bg level. The cause of the high bg was not known; however, the customer thought that the insulin "gets too hot". As the customer was not currently experiencing a high bg level, tandem technical support was unable to troubleshoot.